Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000040814.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on contact 1 through 7 of the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 in which the lead and ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.